Manufacturer narrative:
Innovative health, llc became aware on 09-apr-2021 of a report from (B)(6) on a viewflex xtra ice device that experienced a tip fracture while the device was in use during a procedure. Innovative health received the device back on 12-apr-2021. The fracture on the tip was confirmed. Innovative health contacted the healthcare facility on 12-apr-2021 and 16-apr-2021 to obtain additional details about the incident reported. No additional details were provided. The patient was not injured.

Event description:
The tip of a viewflex xtra ice catheter was reported to break during a procedure. No injury reported.